Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported foot retraction issue; however, the difficulty to remove appears to be related to circumstances of the procedure. The vascular injury (tissue damage) appears to be related to user error. Vascular injury (tissue damage) and the treatment of surgical exposure are potential adverse events of use of the device. It should be noted that force was used to remove the device with the foot open. The perclose proglide instructions for use states: do not apply excessive force to the lever when returning the foot to its original position (marked #4) down to the body of the device. Do not attempt to remove the device without closing the lever. Excessive force on the lever of the device or attempting to remove the device without closing the lever could cause breakage of the device and/or lead to vessel trauma, which may necessitate intervention and/or surgical removal of the device and vessel repair. Do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. The removal of the device with force, without surgical removal may have contributed to the reported tissue damage. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported as a general comment that suture placement with a proglide device was attempted in a common femoral artery via 6fr sheath using the preclose technique prior to "several" interventional procedures. Reportedly, when pushing the lever to the original position, the foot failed to retract. Force was used to remove the proglide device. The foot was removed in the open position and vessel damage occurred. Surgical cut down intervention was required to treat the vessel damage and achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The number of patients, procedures, and number of proglide devices used was not provided. No additional information was provided.